Manufacturer narrative:
The device has not been made available for evaluation at this time. Should the device or further information become available, a follow-up report will then be issued.

Event description:
Consumer alleges that while sitting in her chair on a bus, she leaned on the armrest with the controller and it allegedly broke off causing her to injure her back.

Manufacturer narrative:
The provider repaired the device. No parts were returned to pride for evaluation. The device is working properly.

Event description:
Consumer alleges that while sitting in her chair on a bus, she leaned on the armrest with the controller and it allegedly broke off causing her to injure her back.

Manufacturer narrative:
The "model #", "serial #", and "date of manufacture" have not been provided at this time. The device has not been made available for evaluation at this time. Should the device or further information become available, a follow-up report will then be issued.

Event description:
Consumer alleges that while sitting in her chair on a bus, she leaned on the armrest with the controller and it allegedly broke off causing her to injure her back.